Manufacturer narrative:
Currently it is unknown to what extent the device may have caused or contributed to the reported event. The subject product was not returned for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2006--patient was diagnosed with menometrorrhagia, uterine prolapse, cystocele and underwent a total vaginal hysterectomy, mccalls culdoplasty and anterior colporrhaphy with implant of a bard/davol flat mesh. On (B)(6) 2007--patient was diagnosed with dyspareunia, paravaginal defect and underwent a partial explant of the bard/davol flat mesh. On (B)(6) 2013--patient complained of pelvic pain, bladder, stress urinary incontinence (sui) and was diagnosed with a scarred anterior surface of the vaginal wall, possible mesh (davol flat) from pubic bone to 1 cm shy of vaginal apex, chronic cystitis and a uti. The md prescribed medication. On (B)(6) 2014--patient had an md follow up exam and complained of her urine having a foul odor; however, denied any pelvic pain. The md prescribed medication. The attorney alleges the patient experienced pain, dyspareunia, paravaginal defect and recurrence of symptoms associated to the use of the device.